Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches and possible cracks on the pump's screen. The customer's blood glucose was 120 mg/dl. Customer stated that it was regular wear and tear. Customer stated that the pump is working as designed but she can't see the pump's screen clearly because of the severe scratches. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Auto off alarm functioned properly; no auto off alarm anomaly was noted. The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip. No crack on display window noted.